Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected h6 health effect - impact code.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure unk. The diagnosis and indication for the index surgical procedure unk. Were any concomitant procedures performed no other relevant patient history/concomitant medications no please describe the patient manifestations of the reported abscess (location, severity, appearance) right below wound. Please provide the onset date/time of abscess from the initial surgical procedure. (B)(6) 2025. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure no did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Unk. Were cultures performed? If so, please provide the results. No if applicable, how much and what type of drainage is present in this wound? Unk. Please describe any medical intervention performed including medication name and results. Aspiration drainage please describe any surgical intervention performed including date and findings.aspiration drainage what is the physician¿s opinion as to the etiology of or contributing factors to this event? Since a abscess has formed just below the abdominal wall where the interceed is placed, it is possible that the interceed is the cause. What is the patient's current status? No problem product lot number? Unk.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: ·the fever was around 37.5 to 38.. ·the drainage was performed on the abscess, after that there was no problem to the patient's condition. ·because the abscess only occurred just below the abdominal wall where the product was applied, the doctor suspect that the product may have been the cause. - the drainage was performed. No particular problems occurred after drainage. The doctor thinks that it is possible that the interceed caused because there was an abscess just under the abdominal wall where the interceed was attached. The procedure was robot assisted gastrectomy. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Please describe the patient manifestations of the reported abscess (location, severity, appearance). Please provide the onset date/time of abscess from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. If applicable, how much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. Please describe any surgical intervention performed including date and findings. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product lot number? D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a robot assisted gastrectomy for incised wound on an unspecified date and an absorbable adhesion barrier was applied just below the incised wound. The patient had a fever 7 days after surgery. An abscess was found just below the incised wound after the examination. The drainage was performed on the abscess, after that there was no problem to the patient's condition. No sample will be returned. Additional information has been requested.